Event description:
The hospital reported that after approximately 6 hours they noted a rise in the transmembrane pressure. The p02 and flow rates continued to drop. The oxygenator was changed out with no affect to the pt. The exact date of the incident was not available.